Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove and replace the implants.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient had a period of si joint pain relief before later reporting a recurrence of pain symptoms. The surgeon decided to remove the implants and replace them with different hardware that he preferred. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both implants using chisels as they were solidly fixed in bone. Bone graft was added to the explant voids. The surgeon then installed different hardware in the si joint. The status of the patient following the revision procedure is not known.